Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited failure to sense and pace. The lead was capped and replaced. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) reached possible premature battery depletion due to high programmed outputs from high atrial thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.